Manufacturer narrative:
(B)(4). On an unreported date during hospitalization, the patient was treated with unspecified treatment (route, medication, dosage, frequency, duration, and/or specific treatment(s) not reported) for the peritonitis event. Twenty-six days prior to the receipt of this additional information, peritoneal dialysis therapy was discontinued. On an unreported date, the patient started on hemodialysis therapy. One day prior to the receipt of this additional information, the patient passed away due to cardiac arrest. It was unknown if an autopsy was performed. It was not reported if the patient was recovered from the previously reported peritonitis event at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The event was manifested by abdominal pain. The patient was hospitalized on the same day as onset of the event. Treatment was not reported. At the time of this report, the patient was still hospitalized and had not recovered from the event. Pd therapy was ongoing. No additional information is available.